Event description:
A starburst xli probe was used for a procedure that completed successfully. While the device was outside of pt, preparing for a second use treatment, "bad device" appeared on the screen. The probe arrays were opened and the treating site noticed two arrays twisted and one bent. The bent one broke when trying to straighten all probes. Another probe device was used for the second treatment and the procedure completed successfully.

Manufacturer narrative:
During a review of quality inspection and manufacturing documents, it was determined that the device met all specifications and quality requirements. The returned device was evaluated and "bad device tc1" was confirmed, along with the one broken array. The device was further evaluated and all tc wires were appropriately attached and configured within the handle. The cause of the broken/twisted wires is likely a result of the usage during the initial procedure. If the device body is rotated while the arrays are deployed the arrays can possibly bend/break. The instructions for use document contains statements to not bend or twist the arrays. This event will be trended and monitored by angio-dynamics complaint handling department. (B)(4).